Event description:
It was reported that the tubing separated below the safety clamp during priming. A photo of the involved product was provided by the customer. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: d.10, d.11, & h.6. (Patient code). And section; b.5. (Patient/event information clarified/detailed). ************************************************************************ the customer¿s report that the tubing separated below the safety clamp was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the sets pvc tubing was separated from the lower fitment outlet port. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. Dimensional analysis was performed and the outer diameter of the tubing was measured to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing separated below the safety clamp during priming. There was no patient involvement. A photo of the involved product was provided by the customer.